Event description:
Customer stated that the instrument door was coming out of the hinge. Although remote, serious injury could be caused by the weight of the door if it fell off of the instrument and possibly hit the operator. No death or serious injury occurred.

Manufacturer narrative:
No death or serious injury was reported by the customer. The field engineer (fe) found two of the screws missing, and one of the four screws that hold the door hinge to the instrument had become loose. The fe replaced and tightened the screws returning the instrument to its expected function with respect to the door hinge. Based upon the available information no definitive root cause of the screws becoming loose could be determined; the screws use a locking type nut. In this case, the operator noticed the degrading function of the door movement and called for service. All four screws would have to come off for the door to fall off and possibly injure the operator. If the degrading function of the door were to go unnoticed the possibility of the door coming off the hinge exists. Although remote, serious injury could be caused by the weight of the door if it fell off of the instrument and possibly hit the operator. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.